Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown date. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history review was performed for the subject device lot. A non-conformance record was created for extra material on notch however, it is not relevant to complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The event as per complaint description cannot be associated with the sterility process of the product. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a revision surgery due to a broken 10mm/130 degrees titanium cannulated nail. Patient had a trochanteric fixation nail advanced surgery for a fracture on (B)(6) 2016. No reported issues with initial surgery. Patient went jogging on unknown date. Subsequently, x-rays taken on unknown date confirmed that the proximal end of the nail broke. It is unknown the reason for the x-rays and if patient experienced pain/discomfort. The nail broke at the occupied lag screw hole. Patient was revised to a competitor device. Revision surgery was successfully completed with no surgical delay or patient harm. Concomitant devices reported: lag screw (part# unknown, lot# unknown, quantity 1) this is report number 1 of 1 for (B)(4).